Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. Most episodes were true ventricular tachycardia's with appropriate therapy. Most episodes were able to be successfully treated with atp. However, a few episodes were not broken by the atp and instead accelerated the ventricular tachycardia and a shock was successfully delivered. There were also a few supra-ventricular tachycardia episodes noted that received inappropriate atp therapy. No interventions were made since bi-ventricular pacing was turned on. The patient was stable.